Manufacturer narrative:
Initial reporter was from the us. The patient was in (B)(6) when the issue occurred. Epilepsy is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was unable to charge their ins, and they were having trouble charging the recharger as well. The recharger screen was not coming on, but they were not sure what was causing the ins recharger to not charge the ins. The caller was unsure if the recharger cable was pinched during travel or what happened, but there was not physical damage was confirmed. The issue began to occur within the last two weeks. The patient has a second recharger which is giving them intermittent issues. The patient's recharger will be replaced. There caller also stated that the patient was difficult to understand, and they did not know if it was due to dystonia progression or a side effect of ins therapy. No further complications were reported or anticipated.